Event description:
It was reported that the pump was giving alarm system failure.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for alarm system failure. Based upon the information provided the customer had a configuration required error. During visual evaluation physical damage, missing case seal on plunger head was identified. During analysis, the reported issue was able to be duplicated. The event history log was reviewed and during the review configuration required was identified. Based on the evidence, the complaint was confirmed. The issue was a reprogramming of the drug library, config. Crc, was incomplete. Customer must have disturb device during the programing process. Service reloaded the standard config 1a12 and performed power up process. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.